Manufacturer narrative:
(B)(4). A sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation. If the sample is received, a follow-up report will be submitted upon completion of the evaluation. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure.

Event description:
A home patient's (hp) caregiver (cg) reported the patient line has leaked solution out the top of the vented cap on multiple occasions with mulitple lot's. The hp's set-up consists of a heater bag and one additional supply bag. Currently, the cg is stacking a solution bag on top of the heater bag to increase the fill volume as instructed by the peritoneal dialysis nurse. The cg stated the patient line was overpriming prior to this practice when the bags were not stacked. A sample is available. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample was discarded by the customer. A batch review was performed with no defects noted. The root cause was undetermined. Renal quality engineering, along with plant quality and manufacturing personnel, will continue to monitor this product line for trends and will take corrective/preventive action as appropriate.